Event description:
It was reported that during ambulatory follow-up, the left ventricular lead exhibited loss of capture due to dislodgement. The device was reprogrammed to right stimulation only. No plans were made to reposition the lead due to the patients age and medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.